Manufacturer narrative:
(B)(4). D10: pn: (B)(4). Ln: (B)(4). Psn fem ps cmt ccr std sz 11 r. G2 foreign - australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure due to loosening approximately 13 months post implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h6; the following section was corrected: d4 ln#. Visual examination of the provided picture identified an explanted psn stemmed tibia. The devices have biological material attached. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. These devices are used for treatment. The reported products were reviewed for compatibility with no issues noted. Pn (B)(4) (psn stemmed tibia): review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. X-rays were provided and reviewed by mmi, they state that ap and lateral radiographs of the right knee show the presence of cemented femoral and tibial arthroplasty components, which appear intact. Radiolucent lines are present at the femoral component cement-bone interface anteriorly and at the femoral component metal-bone interface posteriorly, compatible with loosening of the femoral component. Radiolucent lines are also present at the tibial component plate metal-bone and cement-bone interfaces, consistent with loosening. The tibial component exhibits approximately 4 degrees of varus alignment, which, if present on postoperative images, poses a risk factor for tibial component loosening, though it is noted that varus alignment could also be a consequence of prosthetic loosening. Heterotopic bone is visualised at the medial joint line on the ap view, possibly fused with the medial tibial plateau, with a bony projection arising from the posterior tibial plateau on the lateral view. Loosening: a definitive root cause cannot be determined. Heterotopic ossification: the root cause of the reported issue is attributed to no problem found as heterotopic ossification is unrelated to the implanted zimmer biomet device. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.